Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow button was intermittently unresponsive and the contrast, up arrow and ok buttons responded appropriately. There was evidence of contamination found under all of the key contacts and the down arrow was found to be misaligned.

Event description:
The patient contacted animas on (B)(6) 2012 stating the up arrow keypad button was intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient denied that any trauma occurred to the pump. The patient reportedly used a protective case and wore the pump in a pocket. The patient stated the pump was not cleaned. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.